Event description:
Both breasts removed in 1968 due to chronic systis mastitis. Implants, cronin type, implanted. Hardened in 4 years. Removed in 1981 both ruptured and leaking. Implants, silastic silicone jel-filled, implanted. Right implant removed in 1991, ruptured, leaking. Left implant removed 1993, ruptured, leaking.